Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: hip revision left hip. Polyethylene liner failure, fractured. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the altrx neut 32idx50od was fractured at the rim and deformed at the opposite side of the rim fracture. Based on the observation it is reasonable to conclude that the liner disassociated from the cup. The fractured fragment was returned for evaluation. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 2/25/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01/31/2025. 5) IFU reference: IFU-0902-00-701 rev. 25.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - hip revision left hip. Polyethylene liner failure, fractured. Primary [month year] patient states she slipped, thought nothing of it then woke the next day with left hip adductor pain, as the day progressed she noticed squeaking. She was admitted to hospital and an x-ray was taken showing polyethylene liner fracture. Revision procedure done to remove the liner and replace with pinnacle dual mobility construct. The product was not returned to depuy synthes, however photos were provided for review. See attachment "img_9913.jpeg, img_9915.jpeg, img_9916.jpeg, img_9917.jpeg, img_9918.jpeg, img_9919.jpeg, img_9920.jpeg, img_9921.jpeg, img_9922.jpeg review of the photographic evidence found the rim of the altrx neut 32idx50od fractured . Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. The reported condition can be confirmed. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the altrx neut 32idx50od may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hip revision left hip. Polyethylene liner failure, fractured. Primary [month year]; patient states she slipped, thought nothing of it then woke the next day with left hip adductor pain, as the day progressed she noticed squeaking. She was admitted to hospital and an x-ray was taken showing polyethylene liner fracture. Revision procedure done to remove the liner and replace with pinnacle dual mobility construct. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4)." Review of the photographic evidence found the rim of the altrx neut 32idx50od fractured . Based on the observations, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. The reported condition can be confirmed. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the altrx neut 32idx50od may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hip revision left hip. Polyethylene liner failure, fractured. Patient states she slipped, thought nothing of it then woke the next day with left hip adductor pain, as the day progressed she noticed squeaking. She was admitted to hospital and an x-ray was taken showing polyethylene liner fracture. Revision procedure done to remove the liner and replace with pinnacle dual mobility construct. Doi: (B)(6) 2020. Doe: (B)(6) 2023. Affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hip revision left hip. Polyethylene liner failure, fractured. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the rim of the altrx neut 32idx50od has three out of six anti-rotation device (ard) tabs sheared off. The broken fragments were not returned for evaluation. Additionally, the rim was deformed at the opposite side of the fracture, it is evident that the edge of the liner was loaded by the femoral head, there are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present had the femoral head been more centrally loaded. Based on the observations of the altrx neut 32idx50od and the returned femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. Although a definitive cause for eccentric wear and device failure is not established, there are many factors that could contribute to edge loading. However, due to the poor quality of the x-ray images the positioning of the cup is inconclusive. Furthermore, inadvertent, or otherwise, non-compliant patient activities could also contribute to eccentric subluxation transferring more load to the edge of the liner and causing the liner to fail. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy synthes quality system was performed for the finished device lot number j70g66, and no non-conformances / manufacturing irregularities were identified. Device history review : a search of the depuy synthes quality system was performed for the finished device lot number j70g66, and no non-conformances / manufacturing irregularities were identified.